Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. If relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Event description:
It was reported that the screw broke off in the patient and two thirds of it was removed except the tip. None of the device is being returned. No patient injury reported.